Event description:
It was reported "statlock where the plastic part itself has detached from the attachment plate. The stat lid fixes a newly added cdk. Risk of the newly constructed cdk moving out or changing position. Risk of missed/deteriorated dialysis." It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jugq8516 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jugq8516) have been reported from the same facility in sweden.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed; however, the exact cause is unknown. One photograph of a statlock device with a tricot pad and adjustable posts was returned for evaluation. An initial visual observation of the photograph showed the retainer of the device was completely detached from the pad. The underside of the retainer could not be seen clearly in the returned photograph; however, what appears to be adhesive was observed on one section of the underside of the clear retainer. An indentation of where the retainer was previously positioned was observed in the pad. Use residue was observed on the pad, and no major damage could be seen on the sample within the returned photograph. While the exact cause of the detached retainer could not be determined from the returned photograph, possible causes include excess forces applied to the retainer during use, poor adhesive coverage, and improperly cured adhesive. However, the reported event could not be confirmed to be related to a deficiency in product manufacture or deficiency while under correct product use from the returned photograph. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "statlock where the plastic part itself has detached from the attachment plate. The stat lid fixes a newly added cdk. Risk of the newly constructed cdk moving out or changing position. Risk of missed/deteriorated dialysis." It was reported this occurred with three devices. This report addresses the first device.